Event description:
Customer stated a patient underwent surgical extraction of tooth #2 and tooth #31 on (B)(6) 2024. The regeneross product was used. Customer confirmed no infection was seen at the time of initial surgery and no periapical pathology was present. The next day, on (B)(6) 2024, patient reported cold shivers, lethargic, and had a fever of 100.5 degrees fahrenheit. Patient went to urgent care (on an unspecified day). Physician from urgent care confirmed with the customer the bone graft sites "looked fine." Patient was tested for blood cultures and tested positive. Patient was admitted to the hospital as a result of the positive blood culture and was provided IV antibiotics. The patient was discharged home on oral anitbiotics (levofloxacin). Additional information surrounding the specific day the patient went to urgent care, the day the patient was discharged home, the positive blood culture test, and the patient's current status was requested but not provided.

Manufacturer narrative:
Subsequent product code for suspect medical device is npm. Product code: npm product code name: bone grafting material, animal source device class: class ii classification panel: 76-dental c.f.r. Section: 872.3930 - bone grafting material quality assurance assessment confirmed that all processes associated with the product were reviewed and met acceptance criteria.